Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for essential tremors and movement disorders. It was reported the patient thought something might be wrong with their insr (recharger) because they couldn't get their ins charged fully. The patient charged for about an hour and today they charged for about 2 hours. Usually the patient can tell when they need to charge because their tremors start again. This morning, the tremors were really bad. Troubleshooting was performed. The patient had all coupling boxes shaded while they were charging. The ins was 1/4 full. It was reviewed to charge from empty to full it can take almost 7 hours with all coupling boxes shaded. The caller reported seeing the stim off icon. The patient was home alone and didn't want to turn stim back on while they were alone. The reason behind this was that they did this in the past and they went through a "shock period" where they couldn't talk. It sounded like someone who was having a stroke. The patient called back to get their stim turned back on. When they turned it back on, they had a shock through their body. The patient turned the stim off. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient weight was updated. It was reported the device did fully charge, even after 6-8 hours of charging device. The handheld batteries were dead, the replaced them and placed on the neurostimulator, which caused shock. No further complications were reported as a result of this event.